Event description:
It was reported the patient had to frequently recharge the ipg. The ipg had also become inoperable as such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.